Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. Treatment was not reported. The outcome of peritonitis was not reported. The action taken with dianeal therapy was not reported. Concomitant medications were not reported. The nurse declined further information.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers 10i16h25 and 10h23h25 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 5 involved in this peritonitis event.